Event description:
Pt's left eye was swollen, mouth drooping and tightness in chest.

Manufacturer narrative:
This report is based on the info provided by the initial reporter. The actual part number, lot number, and actual product were not available for this investigation. From the description of the incident, anesthetic toxicity or an allergic reaction to the medication may have caused or contributed to this incident. Following doctor's instructions, the pump was continued until empty, but at a low infusion rate of 2ml/hr. Pt was doing well upon follow-up. No malfunction of the pump was reported. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.